Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed was faster than expected. When the rotablator console was used in dynaglide mode the device was operating at speeds of 200,000rpm to 300,000rpm which was faster than the expected speed of 60,000rpm to 70,000rpm. It was also noted that the system stall light would come on when dynaglide mode was turned off. There was no patient involvement.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed was faster than expected. When the rotablator console was used in dynaglide mode the device was operating at speeds of 200,000rpm to 300,000rpm which was faster than the expected speed of 60,000rpm to 70,000rpm. It was also noted that the system stall light would come on when dynaglide mode was turned off. There was no patient involvement.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the rotablator console was received for analysis. Visual inspection of the console revealed a broken void seal, customer applied labels, and damaged rubber feet. The console was then tested with a 1.75mm rotalink burr in both turbine and dynaglide mode and was confirmed to reach and maintain typical operational speeds. The manufacturing batch record review confirmed that the device mat all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device did not show any defect which could have contributed to the reported event. (B)(4).